Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the problem was with the bearings. The bearings and nose cone were replaced.